Event description:
Philips received a complaint on the v60 ventilator indicating that the device was alarming for co2 rebreathing risk. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) completed onsite service of the device. The asp found that there was poor contact with the air oxygen valve and the ventilator. The asp reseated this connection, and the alarm cleared, returning the device to normal operation. The asp completed testing and confirmed that the device returned to full functionality.